Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. Attached box label, electrical safety and vapr vue repair record. Could not duplicate the customer's complaint of "multiple faults". Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found. Error log showed multiple instrument-related errors which could be caused by improper use. The top plate was replaced because it was dented. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during a shoulder arthroscopy procedure setup the vapr vue generator displayed multiple error codes. The device also displayed a could not reset fault. The procedure was completed using another unit. There was no reported patient harm or surgical delay. This is report 1 of 1 for (B)(4).